Event description:
Customer reported access2 downloaded and uploaded correct results however the patient ID stored in the access2 instrument database was not that of the actual patient stated. Sample ID was correct. There was an error posted to event log as "object buffer ID corrupt." No death or serious injury was associated with this event.